Event description:
Lf customer support reported via e-mail that a customer called stating that the radiologist is complaining about an air injection. She could not give me any details. She did say that there was no patient injury. Addendum 2006: spoke with customer concerning the air injection event. Customer states that there has not been an individual patient bolus air injection. The radiologist is concerned that they are seeing bubbles of air and questioning a problem with the IV access protocol that is allowing air to enter during the injection procedure.

Manufacturer narrative:
Manufacturer report: fse verified power injector operation. All performance tests passed. Verified staff procedures. Retest injector with consumables. Baxter interlink "y" extension set, 2n3376, failed under normal operating pressure. Tubing leaking could introduce air into system. Injector system returned to full service by the customer.